Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The drive tip was most likely damaged over the last three years of use, resulting in the fracture. The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(4), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and attached user facility report are for the same patient, part number and event.this report filed (B)(4), 2011.

Event description:
It was reported that patient underwent procedure utilizing a hex screwdriver on (B)(6), 2011. During the procedure, the doctor inserted the screw into the surgical tunnel but could not get the screw to seat completely. The screw appeared to have stripped out and could not be tightened further. Upon removal of the screwdriver, the tip was fractured and had fallen in to the surgical site. The foreign body was removed from the patient and the surgery was competed using additional instruments and screws that were on hand, but only after a delay of more than half an hour had occurred.